Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Root cause was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on the home choice (hc) during use during dwell 5 of 6. It was reported that the patient was using extension lines that were connected prior to priming. The baxter technical representative (tsr) explained the alarms and had the home patient (hp) cycle power twice to clear the alarm. The tsr explained that the supplies were compromised and the hp will have to finish with manual supplies. The tsr advised the hp to call the registered nurse(rn) in the next 24 hours and let her know what happened. There was no patient injury or medical intervention indicated at the time of the initial report.